Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Summit porous stem was loose and subsided approx 1 cm within 2 weeks. Scheduled for revision to cemented stem on (B)(6) 2011. On (B)(6) 2011, pt fell, fracturing off lesser trochanter, so stem was revised to a wagner-type device.